Event description:
It was reported that there was a thermal event and sparking.

Manufacturer narrative:
Alleged failure: eib: tyler, biomed, once plugged in, major spark and smoking, temp the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event and sparking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.